Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia and diabetic coma while on insulin pump therapy. The reporter stated that 911/emergency medical services was contacted and the patient was hospitalized. No further information was provided. Animas customer technical support made several attempts to contact the reporter to perform troubleshooting on the pump and obtain further information regarding the reported event; however, the reporter did not respond to these attempts. This complaint is being reported because the patient experienced a serious injury with hospitalization while on insulin pump therapy due to an alleged inaccurate delivery issue.